Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: blood septum came out upon stylet removal. Detailed inquiry description: blood septum came out of catheter as the clinician was removing the stylet. Medical condition(s): going in for surgery. Description of the patient event: nursing put in 18g IV as they were removing the stylet the septum pulled out with the safety. IV was immediately removed. No pt injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples were submitted to the manufacturer for evaluation. Sample one was disassembled condition in an opened packaging, the safety clip has activated and engaged at the cannula tip. Sample two was used and contaminated at the cannula hub without packaging, the safety clip was activated. The capillary hub and protective cap were not returned for investigation. One piece of a septum opener was also received. Based on the visual examination, the reported defect was confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. While the reported defect was confirmed, an exact root cause could not be determined. An approved project is in place to further address issues with passive safety failure. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.